Event description:
Initial ((B)(6) 2021): this serious device incident reported via telephone refers to a female consumer whose age, medical history, concomitant medications and allergies were not reported. On an unreported date, consumer used a (B)(6) slim brush interdental cleaner to clean her teeth when the head of the brush broke off and it was swallowed. The consumer stated she was coughing blood and went to the emergency department where the slim brush was discovered with a scope and removed. The consumer was advised to discontinue use of product. This case outcome is recovered/resolved. Meddra version 24.1 expectedness: haemoptysis: unexpected, accidental device ingestion, device breakage. According to the company reference safety information arisg number: (B)(4).